Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the remstar pro c-flex+ device's air path. There were no reports of medical intervention. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The remstar pro c-flex+ device was returned to the third-party service center for investigation. During evaluation, evidence of foam degradation was present inside the blower kit. In addition, the device had dust contamination, and error codes e031(err_low_pressure_regulation), e053(err_comp_log_sem_timeout), and e063(err_stuck_knob_key). The device was scrapped per customer request.